Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and was unresponsive despite connecting the pump to a power source. Subsequently, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was received.